Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test and sensor failed per specifications. Found cannula bent. Unable to confirm that the customer received sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 60 mg/dl and blood glucose was 218 mg/dl. Troubleshooting advised customer on proper insertion and site technique and how to properly calibrate. Customer was advised to monitor pump and to follow up if any further questions. Customer was advised that the sensor would be replaced and to return the sensor for analysis.